Event description:
The customer reported a fluid leak of an unspecified volume from a coulter lh 750 hematology analyzer while performing startup. The leak was not contained within the instrument and no error messages were observed by the customer at the time of the event. The customer was wearing personal protective equipment consisting of a laboratory coat, goggles, and gloves at the time of the event and there was no report of injury or direct exposure to the leak. Erroneous patient results were not generated and there was no change or affect to patient treatment in connection with this event.

Manufacturer narrative:
A field service engineer (fse) evaluated the instrument on 01/05/2015. The fse found the white blood cell (wbc) bath to be loose; the fse reinstalled the bath, which resolved the leak. During service, the fse also found that the light scatter (ls) offset parameter was high. He adjusted the flowcell alignment and the ls offset value to within specification, which resolved the issue. The repairs were verified per established service procedures. (B)(4).